Event description:
Per the surgeon, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. On (B)(6) 2014 the surgeon made an incision to access the sleeper fixture. The device is unavailable for analysis.

Manufacturer narrative:
(B)(4). Device is unavailable for analysis.